Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced cartridge leaking when removing the cartridge, with use described as connecting the cartridge to the adapter outside of the pump; education was provided to insert the cartridge into the pump first, then attach the adapter. Symptoms included hyperglycemia with a reported blood glucose of 370 mg/dl for a couple of hours and no acute clinical manifestations. Outcomes included transient impairment without need for medical intervention, no ketone testing, and no use of backup therapy. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed user technique as a probable contributor to the leak. It was concluded that the device function was not confirmed to be defective and that correct assembly technique should mitigate recurrence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.